Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that after an intraocular lens (iol) implant surgery, a patient experienced negative dysphotopsia and needed a secondary surgery. Additional information has been requested but none is expected. "Effect of active evaluation on the detection of negative dysphotopsia after sequential cataract surgery: discrepancy between incidences of unsolicited and solicited complaints." Acta ophthalmol. 2018: 96: 81¿87